Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that they kept replacing batteries and kept receiving a replace battery now alarm. The customer's blood glucose level was 9.9 mmol/l. The customer was informed that the product would be replaced. The customer was informed that they could continue to wear the device until the replacement arrived. No further details were provided.

Manufacturer narrative:
The sleep currents were within specification. The pump passed the self test. The pump was received with a cracked reservoir tube lip, a scratched case, and minor scratches on the lcd window.